Event description:
The customer called in regarding the alarm during prime. It was reported that once the pump was able to prime, the customer did not see the insulin exiting. The insulin was leaking at the connection of the infusion set and the reservoir.